Event description:
It was reported that the unit experienced an e-1 error. It was further reported that there was no pt involvement.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.